Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield swivel adaptor was returned for evaluation: device history record (DHR) - record showed no abnormalities related to the reported failure. Failure analysis - the torque knob and swivel sleeve were damaged due to the breaking of the 6in transitional. Unit received with damage being done to the swivel sleeve from removal of the torque knob. The torque knob was bent and needs to be replaced along with the swivel sleeve. The nylon washers and the retaining rings are worn the reported compliant was confirmed from the evaluation. Complaint is likely caused by improper handling. The definite root cause cannot be reliably determined.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the transitional member of the a1018 mayfield swivel adaptor was broken.